Manufacturer narrative:
Occupation is lay user/patient. The lancing device was requested for investigation.

Event description:
The initial reporter complained of an issue with a coaguchek xs softclix lancet device. The customer stated a properly seated lancet was protruding past the end cap of the device. The customer stated this occurred after priming the device but prior to firing the device. The customer inserted a new lancet into the holder and made sure it was seated properly. After priming the device, the lancet did not protrude from the end cap. After firing the device, the lancet did not protrude from the end cap. The softclix lancets lot number and expiration date were not provided.

Manufacturer narrative:
The customer returned the device for investigation. The lancing device was tested with test lancets at 11 different pricking depth settings. The lancingdevice could be primed and released without any problems and works in accordance with specifications. The reported failure on protruding lancets could not be confirmed during investigation.